Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown access set had a disconnection issue. The IV tubing would get stuck in the port and they were unable to be disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.